Event description:
It was reported by service report that the footboard display read error code 301 "call for service." The ibed could not be engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: sensor connection.